Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. It was also reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. Customer's blood glucose level was 216-217 mg/dl. Customer reloaded the cartridge to resume insulin therapy.